Event description:
Patient reported a left side rupture. Healthcare professional additionally reported granuloma. The device remains implanted.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken sharp assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of the shell assessed as to inconclusive. Also has four openings striated assessed as to surgical damage. ¿ granuloma: unable to confirm as it is a medical event not related to the device. ¿ lump/nodule-ndr: not applicable as the event is not related to the device. Additional observations: ¿ yellow biological tissue observed in the device. ¿ crease fold observed in the device.

Event description:
Patient reported a left side rupture. Healthcare professional additionally reported granuloma and stromal fibrosis. The event of stromal fibrosis is not related to the device. The device has been explanted and replaced.

Event description:
Patient reported a left side rupture. Healthcare professional additionally reported granuloma and stromal fibrosis. The event of stromal fibrosis is not related to the device. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.